Event description:
Event description guidant received information that one day post implant this implantable transvenous defibrillation lead exhibited oversensing and pacing inhibition. The left ventricular pacing lead was repositioned 24 hours post implant due to high pacing thresholds. During the explant of the atrial pacing lead, a portion of the lead lodged in the superior vena cava and could not be removed.